Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: " problem:bd max - false positive. Case picked up in asc. Customer stated "lot #1746526. "

Manufacturer narrative:
The complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive" result. Customer reported receiving n1 positive and n2 negative, but when tested on another platform, the results came out negative. Follow-up was conducted for more information, but customer was preoccupied. After a few attempted follow-up, customer reported no new issues or concerns. Case was closed with no further action. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. No samples or parts were returned for this complaint and thus, returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as no samples were returned nor was field service dispatched to assess the issue. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: " problem:bd max - false positive. Case picked up in asc. Customer stated "lot #1746526. "